Manufacturer narrative:
Device was not returned.

Event description:
It was reported that the patient presented with a low atrial lead impedance. The lead was capped and replaced. The patient was stable before, during and after the procedure.